Manufacturer narrative:
The following fields have been updated with corrections: date of event: 2019 (B)(6).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield fell off during use. The following information was provided by the initial reporter: material no. 368608, batch no. 9129554. It was reported that the safety shield fell off the needle while drawing blood from the patient. The safety shield fell off the needle assembly while drawing blood from the patient.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield fell off during use. The following information was provided by the initial reporter: material no. 368608 batch no. 9129554. It was reported that the safety shield fell off the needle while drawing blood from the patient. The safety shield fell off the needle assembly while drawing blood from the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield fell off during use. The following information was provided by the initial reporter: material no. 368608, batch no. 9129554. It was reported that the safety shield fell off the needle while drawing blood from the patient. The safety shield fell off the needle assembly while drawing blood from the patient.